Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lvad faults was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days (B)(6) 2021 per timestamp). Intermittent lvad internal faults were active on intermittent lvad internal faults were active on (B)(6) 2021 between 11:18:11 ¿ 11:22:17. The driveline was disconnected on (B)(6) 2021 at 13:59:08 for a system controller exchange. Pump operation was not affected while the driveline was connected to the system. There were no other notable alarms. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. Additional information provided on 06apr2021 stated that the lvad faults resolved after the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. (B)(6) 2021 between 11:18:11 ¿ 11:22:17. The driveline was disconnected on (B)(6) 2021 at 13:59:08 for a system controller exchange. Pump operation was not affected while the driveline was connected to the system. There were no other notable alarms. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. Additional information provided on 06apr2021 stated that the lvad faults resolved after the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ and heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ addresses all alarm conditions including lvad internal faults, and the actions to take when the alarms occur. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device (lvad) fault resolved after the controller was exchanged. The patient was doing well and the plan of care was to proceed as normal.

Event description:
It was reported that the download noted lvad (left ventricular assist device) fault five times for 1.5 hours. The pump number was stable. The log file review revealed that there was an issue on board with pump that caused data to be blanked out. The pump feature effected was not critical to pump operation. The feature only took a current measurement for the pump log files. Due to the nature of the alarm the old controller was exchanged to a new controller. Related manufacturer report number: 2916596-2021-01659.